Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle breakage [medical device complication]. Case description: this spontaneous case reported by a general practitioner, received from another country, and reported as "needle breakage". It concerns a female patient using novofine 8mm (30g) (needle), start and stop date unknown, for diabetes mellitus. Medical history included hypertension and carotid artery occlusion. In 2007, the patient (who has been using insulin for almost ten years without any problems) withdrew her pen after injection and there was no needle. An x-ray showed that the needle had broken off in the soft tissues of the anterior abdominal wall. The patient is asymptomatic and has not experienced pain or discomfort. On examination of the patient eight days later, there was a tiny scab at the injection site. The next day, the patient was examined with a view to general surgery. The surgeon's advice was to leave the needle in situ, although there is no written confirmation of this. The product will not be returned. The overall outcome is reported as "not yet recoverd". The case was reclassified from non-serious to serious the following month, as the event was considered to be medically significant. Reporter's causality:unknown. Novo nordisk's causality:unknown. Comment: reporter's alternative aetiology:unknown